Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign objects and the device exhibited a lack of image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event lack of image was caused due to component failure. However, the definitive root cause for reportable event nozzle had foreign object could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.